Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of waking up with reservoir empty. Customer had high blood glucose of 472 mg/dl, which was treated with manual injection. Customer suffered from memory loss and requested assistance with priming. Customer was assisted.